Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the overlay tubing severely kinked. A new safesheath introducer was used for testing. The lead was able to be inserted into the safesheath, but could not be withdrawn due to the kinked overlay tubing. The introducer was destroyed in order to remove the lead. (B)(4) .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure the lead was unexpectedly stuck at subclavian vein and it was impossible to operate the lead. The lead was carefully explanted. Attempt was made to reinsert the lead, but it was stuck in the sheath at the entry of the valve and failed in insertion. The covering of the lead was observed, and the covering was confirmed to be twisted. Also, it had a peculiar difference in level on the covering. The lead was not implanted. No patient complications have been reported as a result of this event.